Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampons retain inside body [foreign body in reproductive tract]. The string breaks [device breakage]. The string breaks when we tried to pull out... Tampons retain inside body [complication of device removal]. Case narrative: relative reported via phone that the tampons broke when her daughter used them. No serious injury was reported.

Event description:
Tampons retain inside body [foreign body in reproductive tract the string breaks device breakage the string breaks when we tried to pull out... Tampons retain inside body complication of device removal . Case narrative: relative reported via phone that the tampons broke when her daughter used them. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampons retain inside body [foreign body in reproductive tract]. The string breaks [device breakage]. The string breaks when we tried to pull out.tampons retain inside body [complication of device removal]. Case narrative: relative reported via phone that the tampons broke when her daughter used them. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampons retain inside body [foreign body in reproductive tract]. The string breaks [device breakage]. The string breaks when we tried to pull out... Tampons retain inside body [complication of device removal]. Case narrative: relative reported via phone that the tampons broke when her daughter used them. No serious injury was reported.